Event description:
It was reported by the patient¿s mother the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose level rose over 250 mg/dl while wearing the pod between 4 and 24 hours. There was no mention of treatment.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available.